Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, returned segments of the lead showed no sign of separation at the terminal connector. Abrasion in the insulation approximately 2.3 cm from the terminal pin was observed which appears to have been initiated through use of the tool. There was also evidence of insulation tubing severance approximately 5.3 cm from the terminal pin. The conductor coils were observed to be stretched at the distal side of the returned segment. Based on evidence of the returned segments, analysis confirmed such damage was likely the result of field induced damage during the procedure.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device replacement procedure, the terminal section of this right ventricular (rv) lead was noted to have separated from the lead body when the physician attempted to remove the lead from the header of the device. The rv lead was surgically abandoned and is no longer in service. No adverse patient effects were reported.